Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing settings adjustments. Although exact bg was not provided, reportedly customer was involved in a car accident due to the low bg and also required assistance to address low bg with carbohydrates. Customer also experienced sternum pain due to the car accident. Recommendation was made for customer to consult with healthcare provider regarding low bg.